Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.